Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was further reported that about three days after implant, the right ventricular (rv) lead capture threshold started to increase. It was decided not to revise the lead at that time. The lead was also undersensing and oversensing and delivered an inappropriate shock. An x-ray showed that the rv lead had dislodged.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.